Manufacturer narrative:
Initial and final MDR 1906353- MDR 3003442380-2024-12879- device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that the infusion set fell off during use in april an (B)(6) 2024. The issue occurred with three similar types of infusion sets used for three days. No further information available.